Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy with a polypectomy, performed on (B)(6), 2009. According to the complainant, during preparation while outside of the pt, the clip could not advance from the sheath. It was reported that the sheath appeared to be molded together over the clip; the sheath was not cylindrical in shape around the clip. The nurse was able to finally pull the sheath off with great force and damage to the deployment assembly. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).